Event description:
Procedure type: gastrectomy. According to the reporter: stapling was performed first in the gastric antrum with duet604.8 successfully. The second sulu fired successfully. When the surgeon was to perform the third stapling with duet6035, the sulu only fired approximately 2 to 3 cm. Two other sulus were applied with the same result. The procedure was completed with other sulus. The surgery time was extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).